Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon wings were relaxed. There was evidence of blood in the balloon indicating that the device entered the patient's body. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The hypotube shaft of the device was returned in two pieces. A visual and tactile examination identified a hypotube shaft break at approximately 195 mm distal from the distal end of strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination identified no issues with the extrusion shaft.

Event description:
Reportable based on device analysis completed on 05dec2019. It was reported that hub break occurred. During preparation of a 6mmx2.50mm wolverine coronary cutting balloon it was noted that the balloon broke off at the hub outside patient's body. Another wolverine cutting balloon was used to complete the procedure. No complications reported and there was no harm to the patient. However, device analysis revealed hypotube shaft break at 195mm distal from the distal end of strain relief.